Event description:
It was reported that pump issued repeated cartridge alarms during use, including cartridge alarm 20 with same pump serial number. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, provided instructions for storage mode and returning problematic pump within specified time frame, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.